Event description:
After changing the cartridge on a tanden t-slim pump and filing and inserting the insertion set, the pump screen showed the change cartridge page. This required the use of a new cartridge and loss of previously inserted insulin. Control type 1 diabetes.